Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to resolve the reported footswitch issue, remotely with the customer. Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the system¿s power loss happened when the doctor depressed the footswitch¿s pedal during posterior vitrectomy surgery (cataract lens dropped) and immediately after that the power recovered. After power recovery, still the footswitch wasn¿t functional (no cut function of cutter) and posterior pack was used but of no use. They rebooted the system more than one time and the issue was still there. The surgeon decided to postpone the surgery to another date to complete the lens drop. Although the surgery was not completed , there was no impact to the patient. When patient left, the first cassette they tried was having infusion prime issue but another cassette (second one) successfully primed and the vitrectomy cutter (not the initial one but back up cutter), was fully functional. This report pertains to ophthalmic system involved in reported events.